Manufacturer narrative:
Failure analysis revealed that no failed battery test alarm or battery out limit alarm noted. The insulin pump was programmed and monitored for two days with no blank display noted. All the operating currents were within specification. Low battery alarm and off no power alarm did function properly. The device passed the self test. The unit had cracked battery tube threads, cracked reservoir tube and lip. No corrosion or damage noted on the battery tube, battery tube spring, or on the lcd board isolation tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a blank display, a battery out limit alert and a failed battery test. The blood glucose reading was 154 mg/dl. There is a crack on the insulin pump by the battery compartment. The patient did not recall how the damage occurred. Proper battery installation and battery longevity were explained to the customer. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.